Event description:
It was reported that the user¿s ilet pump displayed ¿high¿ for blood glucose, which per device design indicates a reading above 400 mg/dl, and the family was advised to confirm with a fingerstick; the caregiver noted the elderly user has difficulty managing the system and a supply change had been performed earlier that day. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond recommended self-monitoring, and no hospitalization. Investigation included customer interview and review of device behavior as designed for high glucose display. Investigation of this case revealed no device malfunction identified and that the display behavior was consistent with intended design, while the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.